Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), product type: implantable neurostimulator. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that the patient had pocket pain. The patient had a battery revision on (B)(6) 2015 due to pain in pocket and to move the implantable neurostimulator (ins) location. The patient also wanted an ins upgrade. It was reported that the newly implanted device worked great. Other relevant medical history: spinal pain.